Manufacturer narrative:
(B)(4). UDI#: in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. A review of the lot history record of the reported device could not be conducted because the part and lot numbers were not provided. The investigation was unable to determine a conclusive cause for the reported complaints. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The unk trek (mini trek) and unk rx trek devices related to this event are filed under separate medwatch report numbers. Attachment: post market hospital data collection clinical study report, nc trek rx. (B)(4).

Event description:
The following information was reported via a post market hospital data collection clinical study report identifying abbott coronary dilatation catheters (nc trek rx, trek rx, mini trek rx ) that may be related to unsuccessful delivery, inflation issues, and deflation issues. Details are listed in the attached report, titled post market hospital data collection clinical study report.